Event description:
Pt underwent subfascial breast augmentation and while in the recovery area, deflation of the right breast was noted. Leaking of the implant was suspected and the pt was taken back to the or. A breast implant exchange was done. The removed implant was examined and 2 pinholes were noted. No pt harm.